Manufacturer narrative:
Report date: 01jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote service engineer (rse) advised the customer to check the device¿s event log. Error code 1105 was verified. The customer stated that the power switch and leds are functional. The rse advised the customer to replace power switch overlay. The customer reported that the power switch overlay was replaced, and the reported issue was resolved. No further issues were reported. The unit was returned to service.